Manufacturer narrative:
The unit was sent to (B)(4) repair center. The technician of the repair center investigated the device and found leakage in the compressor. Due to the leak in the compressor the cardioplegia side froze and was not able to cool. The defect compressor was replaced and the unit was tested for functionality and electrical safety. All tests were performed successfully. A supplemental medwatch will be submitted if additional information becomes available.

Event description:
(B)(4)

Manufacturer narrative:
(B)(4). A supplemental medwatch will be submitted when additional information becomes available.

Event description:
It was reported that on start up of the device, the hcu30 did not cool the cardioplegia side. Additional information: the incident was detected before use on patient (B)(4).